Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 600 mg/dl. The patient had ketones and gastroparesis. For treatment, the patient was given fluids, insulin and diagnostic tests. The patient was discharged after 1 day. The cannula was dislodged, while wearing the pod between 36 and 48 hours on infusion site.